Manufacturer narrative:
The broken instrument was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly, allowing the tip to disassemble. The ball bearing was not returned. Unable to verify if all pieces were retrieved during surgery.

Event description:
Instrument broke during surgery. Unable to verify if all pieces were retrieved.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Instrument broke during surgery. Unable to verify if all pieces were retrieved.